Manufacturer narrative:
The nh3l2 reagent expiration date was not provided. The c702 module serial number was (B)(6). The investigation is ongoing.

Event description:
We received an allegation about discrepant results for 7 patients' samples tested with ammonia ii (nh3l2) assay on a cobas 8000 c702 module when compared to a competitor's analyzer. Sample 1 (patient 1): initial result: 51 umol/l. Repeat result: 118 umol/l (tested on abbott neat). Sample 2 (patient 2) was tested on (B)(6) 2025: initial result: 38 umol/l. Repeat result: 167 umol/l (tested on abbott neat). Sample 3 (patient 3) was tested on (B)(6) 2025: initial result: 39 umol/l. Repeat result: 107 umol/l (the sample was haemolysed and tested on abbott neat). Sample 4 (patient 4) was tested on (B)(6) 2025: initial result: 34 umol/l. Repeat result: 108 umol/l (tested on abbott neat). Sample 5 (patient 5) was tested on (B)(6) 2025: initial result: 51 umol/l. Repeat result: 241 umol/l (tested on abbott neat). Sample 6 (patient 6) was tested on (B)(6) 2025: initial result: 57 umol/l. Repeat result: 324 umol/l (tested on abbott neat). Sample 7 (patient 7) was tested on (B)(6) 2025: initial result: 60 umol/l. Repeated result: 311 umol/l (the sample was lipaemic and tested on abbott neat).

Manufacturer narrative:
The data was requested for the investigation, but was not provided. The investigation did not identify a product problem.